Event description:
It was reported that the device logged an event code in the memory and illuminated a service indication. The observed event code indicates a possible device failure to provide defibrillation therapy in automatic mode. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.